Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. Evaluation did find there was image with noise visible due to a damaged charged coupling device cable cover, due to damage on ultrasonic cable the displayed ultrasound image was defective with missing elements, due to damage on ultrasonic probe the displayed ultrasound image was defective with missing elements, and the distal end was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the ultrasonic bronchofibervideoscope had no image when the system was started. The issue occurred when preparing the scope for the examination. No error codes were displayed. There was no impact on the examination. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the legal manufacturer's investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It's been over seven years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event (no image) could not be determined as the issue was not duplicated. Olympus will continue to monitor field performance for this device.